Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services tested all connections and were unable to reproduce the display issue. Due to the intermittent nature of the failure the back shell assembly was replaced. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was cycling between no video and a snowy / green screen. It was noted that if the cable was wiggled, the video might return. A delay of unknown duration occurred in the procedure and a different blade was used for manual intubation. No harm to patient or user was reported.